Event description:
It was reported that during implant the implanter experienced difficulty inserting the stylet through the lead. It was also reported that the lead dislodged from the right ventricular septum and the helix would not retract. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. Analysis revealed the distal conductor to be distorted. Additionally, the proximal conductor was distorted, inner insulation was kinked buckled, distal conductor connector pin was bent, the lead was stretched, extension problems, the lead was damaged at implant, and there was blood in/on the helix. The analyst noted that lead was received with the helix fully retracted and the distal conductor distorted within the connector.